Event description:
On 9/21/94,dr. St a dr. Orally reported a female pt of his suffered a loss of two teeth. The dr. Stated that a dental laser had been used for tissue retraction and for treatment of a cyst. There is insufficient information directly relating the loss of the two teeth to use of the laser. However, this report is being made because a laser was used as a part of the pt's treatment. The dr. Did not relate the tooth loss to his use of the laser.